Event description:
Customer reported he has had a few reservoirs where the bottom fell out. He would fill the reservoirs and when he removes the plunger, the bottom part falls off. The insulin spills out. Customer's last blood glucose was 81 mg/dl. His blood glucose at the time of the event was unknown. This issue has occurred with four reservoirs. Customer was advised to call when it issue occurs for troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)